Manufacturer narrative:
Production and quality testing of the attachment was not performed as the device was not in working condition. Although an actual temperature reading was not captured for the complaint, a root cause as to why this situation would have occurred could be determined. Both bearing failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from abrasive wear on the teeth of the gears and missing teeth.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that an estylus 1:5 attachment overheated. There was no injury or intervention.